Manufacturer narrative:
The investigation into this issue is ongoing; therefore, no conclusion can be drawn at this time. It has been noted that patient sample will likely be available for investigative testing by roche. Final investigative conclusions will be submitted through a follow-up report. However, a preliminary assessment of this issue indicates that this issue might be related to a known product performance limitation due to primer/probe mismatches. This issue of primer/probe mismatches with the cobas ampliprep / cobas taqman hiv-1 test was previously identified through an earlier global complaint case. As a result of the previous global complaint case, revisions to the product labeling were made. Specifically, the following text was added to the product labeling under the procedural limitations section: "though rare, mutations to the highly conserved region of the viral genome covered by the cobas ampliprep / cobas taqman test primers and/or probes may result in the under-quantitation of or failure to detect the virus." A second generation of the test has been developed that includes amplification and detection of a second region (the hiv-1 ltr region in addition to the hiv-1 gag gene of the hiv-1 viral genome) that will reduce incidents of under-quantitation or or failure to detect hiv-1 rna due to mutations. The PMA for this second generation test is currently in the final stages of approval. Note: this medical device report is being submitted beyond the 30 calendar day reporting time frame. (B)(4).

Event description:
A customer site reported that discrepant results were generated with a patient sample that was initially tested with the roche cobas ampliprep / cobas taqman hiv-1 test us ivd and then retested (by another laboratory) with the abbott bdna test. The customer indicated that the patient sample was tested on three separate occasions (between (B)(6) 2009 and (B)(6) 2009) with the roche cobas ampliprep / cobas taqman hiv-1 test us ivd. Additionally, the customer indicated that they had the patient sample genotyped. The customer site specified that the patient was not on treatment, and therefore, there was no treatment change as a result of the discrepant results generated between the roche cobas ampliprep / cobas taqman hiv-1 test us ivd and the abbott bdna test.